Manufacturer narrative:
D4: unique identifier (UDI) #, the serial number: (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion through a novum iq syringe pump stopped despite medication still remaining. The issue was further described as, the device alarmed for infusion completion and ready for flush, while a small amount (~0.1cc) acetaminophen remained. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.